Event description:
Minicaps was defected. Fever and a lot of pain. Dates of use: (B)(6) 2014. Diagnosis or reason for use: to close port in stomach. Dose or amount: 1 minicap 3 times daily. Route: close port.